Manufacturer narrative:
(B)(4).

Event description:
It was reported a magnet was placed over the device during an elective colon procedure. When the magnet was pulled out, the patient almost instantly experienced cardiac arrest. The magnet was placed back over the device and the patient was fine. Afterwards, the device was tested and no device problems were detected. No patient concerns were reported from this event.